Manufacturer narrative:
(B)(4). A partially deployed ultraflex tracheobronchial stent and delivery system was returned for analysis. Visual analysis found the device shaft was kinked. Functional evaluation found the device shaft bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were noted with the device. The condition of the returned device is consistent with the application of excessive force during attempted deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be used to treat a malignant lesion in the brochi during a bronchoscopy with stent placement procedure performed on an unknown date. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the stent failed to deploy. The stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results; stent partially deployed.